Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, during the device replacement, a buried bumper syndrome was discovered and the device was removed. Duodopa therapy stopped and the patient started an oral therapy. A follow up call will be done in the next 2 months to evaluate a possible new device placement.